Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is poor and proper fitting is not possible due to improper position of the electrode array. No issues were anticipated pre-operatively. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage on the active electrode array most likely caused, inadvertently, during implantation and/or revision surgery. However, post-op imaging showed 5 channels forming a loop in the basal turn of the cochlea and 3 extracochlear channels. Based on information received, it is assumed that an inadequate electrode selection was made during initial implantation as the recipient has been re-implanted with a device with a shorter electrode array configuration.

Event description:
Hearing performance with the device is poor and proper fitting is not possible due to improper position of the electrode array. No issues were anticipated pre-operatively. The recipient was re-implanted with a device with a shorter electrode array configuration.